Event description:
Complainant alleged that the clinicians were cardioverting (joule setting unk) a pt (age and gender unk), when they noticed that a glow emanating from under the pad, in the location of where the wire is inserted into the electrode. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.